Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in edinburgh, united kingdom. Through review of the final clinical study adverse event listings, it was reported that a patient experienced catheter and/or blood circuit occlusion. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Catheter or circuit thrombosis is a known potential complication that can occur during extracorporeal therapy. Any inserted catheters, not specific to the hemolung catheter, have this potential risk of occlusion. Alung technologies, inc. Will continue to monitor any issues as they are reported.. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of catheter and/or blood circuit occlusion during therapy. There was no report of patient injury. Therapy was still provided as intended. No further information was provided.